Event description:
It was reported that stimulation could not be adjusted with the programmer, and there was a power on reset condition. The "call your doctor" icon was displayed. The pt had a return of symptoms two weeks ago. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).